Event description:
It was reported the pt had the device replaced due to the refill volume being off by 5ml at each refill. The drugs in the pump were prialt, fentanyl, and clonidine. No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.